Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('chemical pregnancy during a two week time period'), biochemical pregnancy ('chemical pregnancy during a two week time period') and pelvic pain ('severe injuries, physical pain: pelvic pain since the essure insertion') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "chemical pregnancy during a two week time period". On (B)(6) 2011, the patient experienced menstruation irregular ("cycles are always messed up"), 2 days before insertion of essure. In (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and biochemical pregnancy (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device, biochemical pregnancy, pelvic pain and menstruation irregular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered biochemical pregnancy, menstruation irregular, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Amendment: the report was amended for the following reason: nullification: due to internal review this record was detected to be a duplicate to record # us-bayer (B)(6) to which all information will be transferred, then this duplicate record # us-bayer-(B)(6) will be deleted from bayer safety database. No new follow-up information was received from the reporter. This spontaneous case report refers to a female consumer of not reported age who had inserted essure (fallopian tube occlusion insert) and experienced chemical pregnancy during a two week time period and severe injuries, physical pain: pelvic pain since the essure insertion. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. Spontaneous abortion (reported as 'chemical pregnancy during a two week time period') is the most common complication of early human pregnancy. Most spontaneous abortions occur during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. This case was not regarded as incident since incident criteria was not met. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.